Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy drain and the patient's "stomach was hot". The cause of the peritonitis was unknown. It was reported the patient was hospitalized for another indication. Treatment for the peritonitis event was not reported. At the time of this report the patient outcome of this peritonitis event was not reported and the patient remained hospitalized for the other indication. Action with pd therapy was not reported. No additional information is available.